Manufacturer narrative:
Sterilization and lot history records were reviewed and no exceptions were found. The cutter was received without needle protection and failed visual inspection. The needle was received severely bent and the aspiration and drive tubings were cut off. A cutting test could not be performed due to the bent needle. The device has been sent to the vendor, (B)(4) for further evaluation. Upon completion of the evaluation, a supplemental report will be filed.

Event description:
A report was received from (B)(6) which states: "didn't cut sufficiently during demonstration." Additional information received states: "the cutter was used on a patient during demonstration of the stellaris pc system. The patient didn't suffer any injury or adverse outcome due to the cutter not working properly during the procedure. As soon as the malfunction was realized the cutter was exchanged and the procedure was completed with success."